Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and results of lot history records review, it was presumed that tensile stress generated with wire removal had likely contributed to the reported separation of the sion blue guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement by the complex lesion, fracturing the wire tip to be left in the lesion. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi sion blue guide wire had separated and retained in the patient during a percutaneous coronary intervention (pci) to treat a moderately calcified, moderately tortuous lesion in the distal left circumflex artery (lcx). The patient was admitted to the non-emergency hospital at 15:27 on (B)(6) 2023 due to coronary atherosclerotic heart disease. At 09:30 on (B)(6) 2023, drug-eluting coronary stent implantation and balloon angioplasty were performed in the intervention room. About 10:10, it is planned to pass the sion blue guide wire through the distal lesion of the lcx. The tip of the guide wire was intertwined with the plaque stenosis and could not be moved forward or withdrawn. Physician repeatedly tried to deliver another sion guide wire to the distal lcx, expanded the distal lcx with a 2.0×15mm non-asahi mini trek balloon, but the guide wire was still unable to be withdrawn. For additional support and to protect the proximal lcx, a non-asahi guidezilla support catheter was delivered. When the trapped guide wire was to be removed, the guide wire broke off. The separated tip was left in the distal lcx, and the elongated fracture end of the separated tip reached to the ascending aorta. The attempt to grab the broken guide wire with the snare (twice in succession) failed. The vascular surgeon was urgently requested to assist the operator. After many failed attempts, the retained wire tip was unable to be removed. Considering the long operation time, it was decided to return the patient to the ccu ward for further discussion on the next step. To terminate the procedure, the sheath at the right radial artery was removed, and the wrist band was compressed to stop bleeding at the puncture site. The operation ended at 14:20, so it took 4 hours and 50 minutes. The overall procedure went smooth, the patient's electrocardiogram and blood pressure at the operation center were normal. The patient had no special discomfort and returned to the ccu safely.